Manufacturer narrative:
No button error alarm noted. All buttons functioned properly. However, the insulin pump had moisture on keypad traces. The insulin pump had a cracked battery tube threads, broken reservoir tube lip, minor scratches on lcd window, cracked lcd window and scratched reservoir tube window.

Event description:
The customer's father reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 295 mg/dl. While troubleshooting, the customer's father did not recall any significant events leading to the alarm. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.